Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver became stuck to the implant. The implant was removed and the surgical site was closed. No implant was able to be placed.

Manufacturer narrative:
One driver was returned for investigation. The associated implant was not returned for evaluation. Visual inspection of the as returned product identified signs of wear about the hex feature, and the gemlock is partially compressed. A device history review was performed and found 1 non conformance noted on the outer hex diameter. The batch was re-sorted and the nonconforming part scrapped. The remaining pieces took a 29 part sample and found all parts passed specification. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Functional testing was performed for the returned product and it was determined that the driver would not retain with a mating implant mount as normal. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report, d4: lot number, d4: UDI and expiration not available, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, and h10: added manufacturer narrative. The following section was corrected: b1: report type.

Event description:
No further event information available at the time of this report.